Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the thickening agent contained in simethicone solutions was not removed by normal reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii colonovideoscope light guide lens only had a band of light. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the channel tube, jet tube, plastic distal end cover and nozzle. This finding is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the light guide lens only had a band of light due to breakage of the light guide bundle, causing an uneven illumination. Additionally, scratches were observed on the objective lens, causing partial darkness on the image. Upon further evaluation, it was observed that foreign objects were in the channel tube, jet tube, plastic distal end cover and nozzle, due to incorrect or insufficient cleaning of the scope or handling problem. It was observed that third party repair was performed on the electrical connector. Corrosion was observed on the scope connector cover and light guide cover glass due too water leakage. It was observed that insulation resistance at the distal end did not meet the standard value due to a crack in the plastic distal end cover. Also, it was observed that the light guide lens had a crack. It was observed that the play of the up and down knob was out of standard due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a crack. It was observed that the adjustment ring and connecting tube had a scratch. Additionally, the connecting tube was deformed and wrinkled. Lastly, the following unit components had discoloration: the bending section cover, the suction cylinder, the right and left knob, the up and down knob, and the air-water cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.